Manufacturer narrative:
Visual inspection, functional testing, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported leak and inflation issue were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined a potential product quality issue based on evaluation of the returned unit and the reported complaints. Cuts were noted on the inner member at the inflation port intersection. It was noted that the leakage at the proximal end of the luer (at the guidewire port), may be attributed to mechanical damage. The leak area was on the outer surface of the inner member, near the proximal glue bond. Additionally, it is likely that the noted cuts on the outer surface of the inner member at the inflation port intersection is what resulted in the reported leak and inflation issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D2a correction: common device name updated. D2b correction: procode updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous anterior tibial artery that is 75% stenosed. A 2.0x120mm armada 14 balloon dilatation catheter (bdc) was advanced over a command es guidewire. The armada balloon was inflated once at nominal pressure, and was noted losing pressure and only partially inflated as leak was observed at the hub. A new 2.5x120mm armada was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.